Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of slow ventricular tachycardia (vt) resulting in an inappropriate shock. Discussion of a changeout to a transvenous device system were had. It was noted that due to the patients condition and that their ejection fraction being good, the subcutaneous implantable cardioverter defibrillator (s-ICD) would remain in service. Technical services (ts) discussed reprogramming vectors as an option however, the waveform at the vt with other vectors was unknown. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock due to a wide qrs complex and t wave oversensing after slow vt stopped. Reprogramming was performed and this s-ICD remains in service. No adverse patient effects were reported.